Manufacturer narrative:
Reported defect: deflation of right breast implant. Bilateral exchange with mentor devices. Background: original surgery was performed by dr in 2000, using hutchison hsh 0400cc saline-filled implants, which were filled to a volume of 0420cc (left) & 0420cc (right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor 0350cc devices that were filled to 0475cc. Condition upon receipt: product was received inside two sealed peel pouches. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a valve shell tear approx 2mm in length, which is located on the 12 o'clock position ( when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing identified could not be completed due to the position of the breach. Microscopic examination (x10) of the breach identified of the valve shell tear identified ragged edges which are indicate of an excessive force having being used on the product. The product met all mfg and quality specifications post manufacture. Conclusion: the tear is not a mfg fault.